Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the medial lad. After pre-dilatation with a pantera leo, the device was introduced but during advancing, resistance was felt. The stent became hooked at the entry of the boosting catheter. Stent struts were deformed. Another stent of same type was used and worked out fine.